Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Battery depletion was normal.

Event description:
It was reported that the customer complained of a discrepancy between the report of the time and date of elective replacement indicator (eri) on carelink for the device against the reported time and date of that event when the device was interrogated on the programmer. The device was explanted and replaced due to eri. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.